Event description:
It was reported that the customer had high blood glucose for the past two days. The mother stated that the customer was hospitalized. The blood glucose reading at time of the call was 330mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The mother stated that the insulin pump alarmed no delivery for two days. Ran a fixed prime test and the insulin exited. The mother also mentioned receiving a low reservoir alarm. Advised the mother to change the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.